Event description:
Patient reported receiving an 04 (occlusion) alarm while administering a bolus. She indicated that she had surgery on the day of the event, and her blood glucose level registered "hi" on the blood glucose meter (generally >500 mg/dl). Patient changed the infusion set tubing and was able to complete the bolus delivery. Her normal blood glucose range is 145-150 mg/dl. She did not report any symptoms associated with the elevated blood glucose level. The patient did not report assistance by a healthcare professional or second party to address the elevated blood glucose issue. Product will not be returned for evaluation.